Manufacturer narrative:
A ge representative evaluated the system and replaced the video controller board. System operates as intended.

Event description:
Customer reported the system would not produce x-rays. No pt injury was reported.